Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified dried blood, minor signs of use and no apparent malfunction. Functional testing was performed for the returned product and it was determined the device passed functional testing as the implant properly engaged and disengaged with an in-house compatible driver. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: warnings precautions potential adverse events DHR review was completed for the subject lot number (2018030051). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018030051) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur for bnst510.the reported event was un-confirmed for bnst510. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Implant did not release from driver. Driver was removed, another one was used and another implant was placed in the same surgery. Tooth location 24.